Manufacturer narrative:
One device was returned for evaluation. The device was examined visually and microscopically. The tip was found to be separated from the body of the catheter. The complaint is confirmed. The root cause was attributed to the manufacturing process. Samples from the same lot were tensile tested and met the minimum acceptance criteria. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no complaints of a similar nature were found for this lot number. Corrective actions are in place.

Manufacturer narrative:
The suspect device has returned for evaluation. The evaluation is still in progress. A follow up will be submitted when the investigation is complete.

Event description:
The tip of the catheter separated inside the patient during insertion while tracking over a .035 wire. The fragment was retrieved using a snare without further complications to the patient.